Event description:
It was reported the pt presented to the ER with redness, swelling, and seeping from the pump wound. The hcp determined that it was most likely infected and elected to remove the device and catheter. Culture results were positive for ms-staphylococcus bacteria. The drug in the pump was baclofen at a concentration of 2000 mcg/ml and a dose of 204.2 mcg/day with an infusion rate of 0.1021 ml in simple continuous mode. The pt recovered without sequela. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.